Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 41 mg/dl; cause was unknown. Sandwich and soda was consumed to treat bg level. Review of the pump data logs by tandem technical support verified that there was no issues with the pump. Additionally, no alarms or abnormalities were observed that was affecting bg level. Pump is operating as intended. Recommendation was made to consult with healthcare provider regarding diabetes management.

Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: low blood glucose (bg) of 41 mg/dl was recorded by continuous glucose monitor (cgm) on (B)(6) 2019. Prior to the low bg the user delivered a 25 unit bolus. Approximately an hour later delivered an additional bolus for 22 units while still having 22.78 units of insulin on board (iob). The user did not enter current bg values while delivering boluses. It is possible the user overcorrected. Making bolus requests while still having insulin on board and not entering current bg value could lead to a low bg event. There is no evidence that the insulin pump experienced a malfunction or failure.